Manufacturer narrative:
Investigation: a DHR review was performed on the following lot number: 6321522 ¿ the lot number was built on (B)(4) from march 28, 2017 thru march 30, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product in process samples (included but not limited) blood escape volume test, damage septum, actuator/septum present, was performed on various stages throughout the process, all the inspections passed per specifications. Visual analysis: observations and testing: received one unused iag/bc 20ga unit in sealed package. Visual/microscopic examination: no mechanical/physical damage was observed to any of the components. The actuator and septum were properly seated. Leakage beyond the septum: blood escape time test was performed. The testing fluid did not leak out of the adapters before the timer expired. The returned unit did not display any adverse characteristics that would contribute to defect. The defect described in the incident report could not be confirmed or replicated with the returned unit. The unit described in the incident report was not returned for evaluation therefore; a definite cause cannot be assigned at this time. Relationship of device to the reported incident: indeterminate. Comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the valve on a 20 g x 1.16" bd insyte¿ autoguard¿ bc shielded IV catheter would not close. There was no report of exposure, injury or medical interventions.